Event description:
It was reported that the insulin pump has multiple motor error alarms in the alarm history and it has a crack on the upper right side of the screen towards the battery compartment. The device was not exposed to a magnetic field or dropped. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion test due to the prime anomaly. The motor was tested outside the device and it passed. The pump also had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the window display corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.